Event description:
It was reported that during preparation of a transcatheter aortic valve implantation (tavi) procedure, two proglide devices were on the sterile table ready for preparation for the tavi procedure. The sterile outer packaging of both devices were noted to be intact; however, during unpackaging and preparing the two devices the nurse noted that there was a "long hair" in the knot pusher. The hair was stuck in the rail of the knot pusher. The two proglide devices were removed from the surgical room and were not used during arteriotomy closure. There was no reported patient involvement. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the initial medwatch, the following information is to clarify the reported event: reportedly, two proglide devices were opened and a hair was found on only one device. Cath lab staff could not identify which device lot number had the hair present. As the site could not differentiate the complaint device from the device without issue, abbott vascular conservatively reported both devices on medwatch reports. Subsequently it was revealed the proglide device from lot number 30125j2 was the device with the hair present. The proglide device from lot 30228k1 had no reported product issue.

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device would be returned for evaluation. Subsequent information revealed that only an empty pouch was returned. There was no reported device problem and no patient involvement. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.